Event description:
Pt reported the infusion device gave an acoustic alert on (B)(6) 2011 and displayed a message. Pt cannot recall what kind of message. Pt stated he changed the power pack and the infusion device started up with an a3 (set time/date). Pt reported he was unable to verify the alert due to no buttons on the infusion device responding: no further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.